Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific¿s technical services on (B)(6) 2017. The local representative reported that this device delivered multiple appropriate shock therapies as this patient had developed multiple episodes of ventricular tachycardia (vt). A review of the episodes identified intermittent right atrial (ra) mode switches due to electrogram external noise. The device is programmed to 0.2 mv for ra sensing is the 0.4 to 0.5 mv range. The technical service¿s consultant discussed minute ventilation (mv) oversensing and reprogramming options. Patient isometrics was performed which did not reproduce any electrogram noise. Ra impedance measurements are within normal range. Boston scientific received information from the local representative that no programming changes were undertaken. The ra lead does not have a history of out-of-range measurements. From the physician's perspective, there are no allegations of malfunction against the ra lead. No invasive intervention is planned.